Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vision issue did not result in patient injury. No other details were available.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to remove the endoscope, cancel the guided tool change by clutch button and then to reinstall it. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that the image rotated 180-degrees. The customer replaced the endoscope, but the issue was not resolved. The tse had the customer remove the endoscope, press clutch button to cancel guide tool change (gtc), and then reinstall the endoscope, which resolved the issue. The customer also noted a light shining through the endoscope's cable. The procedure was completing as planned with no reported injury.